Event description:
It was reported the pump alarmed multiple communication timeout error. No patient injury reported.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Other, other text: b3: unknown; no information has been provided to date. No product was returned. The investigation determined the most probable cause to be the battery or interconnect board not operating as intended, however this cannot be confirmed as no product was returned for investigation. If the product is returned this complaint will be reopened for further investigation. Service history review identified the complaint was not related to a previous service of the device within the review period.